Event description:
Following insertion of a multifocal (iol) intraocular lens the doctor decided he needed to change the diopter of the lens. The iol was removed on the same surgery day by enlarging the incision. Lens exchange was completed successfully.

Manufacturer narrative:
The lens was received and sent to the manufacturing facility for analysis. The device met all manufacturing specifications prior to release. The information received to date suggests the lens was not the cause of this event. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The intraocular lens was received cut in 2 pieces across the optic precluding diopter measurement. Visual inspection of the optic parts took place and no optical deviations could be found. Diopter measurement records from this particular lens were reviewed and showed to be within specifications. This is in compliance with the labeled dioptric power 18.5 diopter of this lot number. A review of complaint records revealed that no similar complaints from this lot number were received. Our investigation revealed no product deficiencies suggesting the iol was not the cause of this event. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.